Manufacturer narrative:
Updated b5 based on additional patient information.

Event description:
It was reported that the tip of an asahi miraclebros 12 guide wire appeared to be damaged during a poba to treat a heavily calcified cto in the left main. A new guide wire was replaced. After the procedure, the patient was discharged without problem, and there was no extension of the hospitalization period.

Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time, therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The miracle 12 guide wire was returned for evaluation. The ball tip of the returned guide wire was missing; the exposed core wire was found bent at its distal end. At a local point approximately 350mm distal to the proximal end of the guide wire, circumferential peeling of the ptfe coating was observed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that bending stress generated with manipulation in attempts to cross the heavily calcified cto had most likely contributed to the observed separation of the ball tip originally soldered on the very distal end of the miracle 12 guide wire. The applied stress would accumulate and exceed the product design limit likely when the tip was being caught, and restricted its movement by the lesion, made a crack on the solder, and the propagated crack separated the ball tip from the rest. Additionally, observed peeling of the ptfe coating was likely associated with the use of a torque device. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that the detached ball tip or coating fragments could be remaining in the patient. Instructions for use (IFU) states, "warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire." "Warnings: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action." "Warning: do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel, and, malfunction and adverse effects: breakage of the guide wire, abrasion of the guide wire coating."

Event description:
It was reported that the tip of an asahi mira-clebros 12 guide wire appeared to be damaged during a poba to treat a heavily calcified cto in the left main. A new guide wire was replaced.